Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon wings were found to be wrapped. There were no issues noted with the balloon material. All blades were securely bonded and no damage to the blades were noted. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination was completed on the shaft of the device. A hypotube break was identified at approximately 55.5cm distal from the strain relief. Multiple hypotube kinks were present on both sections of the device. A visual and tactile examination of the shaft polymer extrusion was completed, and no issues were noted. No other issues were identified during the product analysis.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the left circumflex artery (lcx). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the device was found broken when it was tried to be inserted into patient. The scrub nurse opened the cutting balloon and prepared it and thereafter passed it to the physician. The physician suddenly noticed that the shaft is separated in two segments. The proximal and distal shaft were partially separated. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the catheter shaft broke. The target lesion was located in the left circumflex arter (lcx). A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During preparation, it was noted that the device was found broken when it was tried to be inserted into patient. The proximal and distal shaft were partially separated. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.